Event description:
The physician placed the wire through the needle and moved the wire around a little bit, before taking the needle out. When the physician later attempted to remove the wire, it began to unravel and separated in the pt. The separated segment was able to be retrieved.

Manufacturer narrative:
Evaluation: this event is still under investigation.